Event description:
It was reported that the attachment heated up during a routine equipment eval at the user facility. There was no pt involvement, and no adverse consequences were alleged with this event.

Manufacturer narrative:
Performance tests were conducted and the device did not overheat, however it was found to be slightly difficult to rotate. Investigation of internal components revealed broken down lube in and around the upper bearing. Lack of lubrication will increase friction, which explains the rotation difficulty. This could cause the device to overheat.